Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument conductor wires were intact and undamaged, however, the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damaged was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing, the fenestrated bipolar forceps instrument was noted to have wire off track. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.